Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident was observed. Visual inspection observed damaged pins of the main board. This will occur if the battery board is removed then reinserted incorrectly, the main board was replaced. No emerging trend based on similar reports.